Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection(s) of vancomycin (1 gm, route and frequency not reported) and injection(s) of fortum (1 gm each bag and frequency not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.